Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well. It was also reported they fell and have several contusions due to a syncope event. Loss of capture, rising and high thresholds were noted on the right ventricular (rv) lead. Dislodgement of this lead was suspected as it was seen to be resting in different positions when compared to the implant x-ray. This lead was reprogrammed and subsequently explanted and replaced a few days later due to the same ongoing issues. The implantable pulse generator (ipg) showed no ventricular capture during the lead replacement procedure. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.